Manufacturer narrative:
Unit was received with currents in specification. Unit unable to prime during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No motion sensor test failure or compromised force sensor system alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while trying to prime. Customer's blood glucose level was 210 mg/dl. The customer was advised to revert to manual injections until replacement arrives. The customer was advised that the device would be replaced and agreed to return the product for analysis.